Manufacturer narrative:
The surgeon reported that at the time of surgery, there was osteolysis around one of the loose screws, which required curettement of fibrous tissue and a different angle for the replacement screw. The surgeon stated that the vertical orientation of these two bone screws made access to them difficult.

Event description:
Two 2.0mm diameter bone screws in the fossa component had become loose and were removed and replaced with 2.3mm diameter bone screws.